Manufacturer narrative:
According to the information provided, several parts were requested to be replaced as the ventilator had not been used for a long time and the parts were defective. The device logs were not provided and there was no mention of which of the several parts requested for replacement triggered the pressure transducer test. Therefore, the root cause of the reported issue could not be determined by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).